Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the pump display did not illuminate when the wake button was pressed. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Blood glucose level was 175 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.